Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken drill could be confirmed. The drill tip of the twist drill is bent and has been returned for investigation (see investigation image documentation). The visual investigation of the twist drill revealed that the drill tip is bent at the beginning of the work length. The cutting flutes show damaged at the edges caused by impacts with hard objects (not bones). No mark on the shaft is visible. Based on the event description the marks were caused by a previous usage of the device. The label contradicts a second usage of the device. Based on the usage of the drill speed of 40,000 rpm, which is 40 times higher than the maximal allowed rotation speed by the instruction for use, the drill bit bent due to the high eccentric forces caused by the high rotation speed. Furthermore, it can be noted the drill was new out of box, as indicated in the even description and should have been sorted out before the reported surgery. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The sales representative reported on behalf of the surgeon, that in preparation for a surgical procedure (open reduction / internal fixation of the proximal phalanx) the surgeon tested the drill to ensure that the device was running correctly prior to its use on the patient and that the drill bit allegedly broke off and struck his face. The customer reported that he did not sustain an injury as a result of the impact as he was wearing a face mask. The customer reported that he then replaced the broken bit with a new bit and that when he started up the drill once again to test that the device was running correctly this second drill bit allegedly bent. The surgeon further noted that during these pre-use tests, the drill bits were not in contact with any other object while they were running which could have caused the bit to break or bend. The customer confirmed that both bits were new, out of the packet, and that both appeared to be normal on visual inspection prior to being inserted into the attachment on the handpiece. The customer reported that there were no particular noises or other warning signs to signal that the drill bits may break while the drill was running freely. It is not known at this stage the speed at which the drill was running when the reported event occurred. The customer has yet to provide details of the handpiece attachment that was being used in conjunction with the reported drill bits. The customer also reported that surgery was completed successfully by choosing a different drill and by using a smaller drill bit and a smaller screw.

Event description:
The sales representative reported on behalf of the surgeon, that in preparation for a surgical procedure (open reduction / internal fixation of the proximal phalanx) the surgeon tested the drill to ensure that the device was running correctly prior to its use on the patient and that the drill bit allegedly broke off and struck his face. The customer reported that he did not sustain an injury as a result of the impact as he was wearing a face mask. The customer reported that he then replaced the broken bit with a new bit and that when he started up the drill once again to test that the device was running correctly this second drill bit allegedly bent. The surgeon further noted that during these pre-use tests, the drill bits were not in contact with any other object while they were running which could have caused the bit to break or bend. The customer confirmed that both bits were new, out of the packet, and that both appeared to be normal on visual inspection prior to being inserted into the attachment on the handpiece. The customer reported that there were no particular noises or other warning signs to signal that the drill bits may break while the drill was running freely. It is not known at this stage the speed at which the drill was running when the reported event occurred. The customer has yet to provide details of the handpiece attachment that was being used in conjunction with the reported drill bits. The customer also reported that surgery was completed successfully by choosing a different drill and by using a smaller drill bit and a smaller screw.